Manufacturer narrative:
One device was returned for repair with primary complaint of failed downstream occlusion (dso) calibration. Functional and visual testing was performed. It was found that the battery compartment was broken, and unauthorized glue was used to glue the battery door. No service history and no event history were found. Air in line detector was damaged and replaced. Main board was replaced due to a malfunction coin battery. Calibrated dso sensor and uploaded the latest software. Performed verification testing and device passed all testing criteria.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the downstream occlusion (dso) sensor seal failed calibration. This occurred during testing, and there was no patient involvement.